Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call indicating that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer's doctor stated that patient doesn't believe her pump is working. The doctor was advised that we will call the customer and speak with her. Customer did answer her phone but stated could not talk right now because she was with her pharmacy.